Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Manufacturer narrative:
Testing of actual/suspected device (10/213): the getinge field service engineer (fse) resolved the issue by replacing the vacuum tube assembly. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), the vacuum hose connection broke while disassembling the unit. There was no patient involvement, and no adverse event reported.